Manufacturer narrative:
The following fields have been updated with additional information: b5: describe event or problem: it was reported that while using the bd preset¿ that the preset was difficult to use. This is an ongoing issue with a known and unknown lot. There was no patient impact. The following information was provided by the initial reporter: drawing blood in is difficult. Aspirating with the syringe requires a lot of force. This happens with every syringe, consistently. No injury to patient or hcp. Inconvenience and difficulty using product; no other impact. D4: medical device additional lot #: unknown lots were also reported to have been involved. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for difficult to draw with the incident lot was not observed. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw water, and no issues were observed relating to difficult to draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd preset¿ that the preset was difficult to use. This is an ongoing issue with a known and unknown lot. There was no patient impact. The following information was provided by the initial reporter: drawing blood in is difficult. Aspirating with the syringe requires a lot of force. This happens with every syringe, consistently. No injury to patient or hcp. Inconvenience and difficulty using product; no other impact.

Manufacturer narrative:
There was another lot reported, it is listed below. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ that the preset was difficult to use. The following information was provided by the initial reporter: drawing blood in is difficult. Aspirating with the syringe requires a lot of force. This happens with every syringe, consistently. No injury to patient or hcp. Inconvenience and difficulty using product; no other impact.